Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) rec'd a report that the centrifugal pump slowed down during a procedure and the user was unable to increase the pump speed. The pump then displayed an error message and stopped. Attempts to restart the pump were unsuccessful. A backup pump was used to complete the case. There was no report of pt injury.